Event description:
It was reported that the patient was a dystonia patient and was not as "with it" as other patients. He had "some significant issues following his surgery so he ended up coming back inpatient after his dbs (deep brain stimulation) surgery." The patient "wasn't doing well. They just ended up keeping him longer" following the implant. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID: 37642, serial# (B)(4), product type: programmer. Patient product ID: 37603, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 37642, serial# (B)(4), product type: programmer. Patient product ID: 3389s-40, lot# va09qwq, implanted: (B)(6) 2013, product type lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013-, product type: extension. Product ID: 3389s-40, lot# va09qwq, implanted: (B)(6) 2013, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).

Event description:
Additional information reported indicated that the patient was doing well and making progress with his dystonia.